Event description:
During a shoulder arthroscopy, the physician noticed that the shavers (burrs) being used were apparently leaving metal-like shavings behind in the joint capsule. Two different devices, conmed full-radius resector and the conmed meniscus cutter, were being used in this procedure. It is unknown as to which product left the filings in the joint. The burrs were saved. These were new burrs and not reprocessed.